Manufacturer narrative:
Additional information: ae term change to hip fracture. Fracture treated with hip replacement, patient died during hip replacement surgery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the 1st diagonal. It was reported the patient died. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.